Event description:
I got allergan natrelle implants in (B)(6) 2010. After about 5-6 years, I started feeling sick; constant joint and muscle pain in neck, hips, back and shoulders, brain fog, memory loss, chronic fatigue, developed hashimoto's, weight gain, mood disorders, anxiety, depression, tingling in arms and hands, cold intolerance, sleep disorders, can't concentrate on anything, memory loss, horrible brain fog, hair loss, inflammation and shortness of breath. Those are just off the top of my head. After years of drs, blood work, specialists, assuming all these issues were my thyroid, all for them to tell me my numbers are fine. I now believe the symptoms are not only my thyroid, but my implants as well. I will be explanting in (B)(6) and it's not soon enough. This needs to stop. I've had several blood tests, mostly due to thyroid, thinking that was the problem. I've had literally close to 100 physical therapy appointments, monthly massages to try to treat my back, neck and shoulder pain, apparently I have tmj too. I'm too young to be in this much pain/discomfort. FDA safety report ID # (B)(4).